Event description:
It was reported that patient fell/flipped over with a stool and hit her back at work 1 month ago. Ever since then she has had issues on and off where when she stretches out in the bath tub her feet don't "draw up" like they usually did. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0e5k1, implanted: (B)(6) 2013, product type lead. Product ID: 3037, serial# (B)(4), product type programmer. (B)(4).